Event description:
On (B)(6) 2019 a patient received a carbomedics top hat mechanical aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted the same day and replaced with a perceval pvs23 sutureless heart valve. The manufacturer received additional information from the involved physician on sep. 18, 2019 identifying the following. The valve was removed because they were not satisfied that they could see the coronary ostia adequately. There was no problem with the device itself. The patient's outcome was uncomplicated and there was minimal increase in cpb and xclamp time. The valve seemed appropriately sized and there was no evidence of device malfunction. Very low lying coronary ostia.

Manufacturer narrative:
The manufacturer received additional information from the involved physician on (B)(6), 2019 identifying the following. The valve was removed because they were not satisfied that they could see the coronary ostia adequately. There was no problem with the device itself. The patient's outcome was uncomplicated and there was minimal increase in cpb and xclamp time. The valve seemed appropriately sized and there was no evidence of device malfunction. Very low lying coronary ostia. Based on the information received the intra-operative failure to implant was not a result of any device related factors but rather was due to the patient anatomy. Specifically the patient had a low lying coronary ostia and the physician was not happy with its position in relation to the first implanted valve and chose to replace the device. Based on this information the event is not related to the device and the manufacturer's root cause is deemed to be: cause cannot be traced to device : adverse event related to patient condition.

Manufacturer narrative:
Device evaluated by MFR: device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a carbomedics top hat mechanical aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted the same day and replaced with a perceval pvs23 sutureless heart valve. No additional information was received.